Manufacturer narrative:
A service quote for repair was also sent to the customer for approval, but the customer did not accept it. Therefore, a philips service engineer was not able to evaluate or repair the device, and a work order (wo) was not generated. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that during testing, a "battery failed" alarm occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer stated that the battery was more than 5 years old based on the date of manufacturing as the battery date was 2011 and requested a quote for onsite service. The remote service engineer (rse) recommended replacing the battery and provided the customer with the part number of the battery for repair.

Manufacturer narrative:
H10: g: contact information (B)(4).